Event description:
Customer had reported images were not coinciding with patient study names. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.